Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00444. 0001822565-2023-00446. Concomitant medical products: 00620205422/ 63590936 / shell porous with cluster holes 54 mm. Report source: brazil. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery approximately two months¿ post implantation due to instability from a suspected dislocation. Attempts have been made and no further information is available.